Event description:
It was reported that post implant the lead dislodged. It was repositioned and then dislodged again 2-3 days later. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the proximal conductor of the lead became extrinsically distorted due to kinking/buckling, the helix of the lead was extrinsically bent, the outer insulation of the lead was extrinsically breached due to a cut and the outer insulation of the lead was observed to have blood ingression. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with the helix bent/ extrinsic. Therefore, helix dimension cannot be tested.